Event description:
It was reported that the patient has a scratching in their throat during stimulation, increased depression post vns implant, and allergy to titanium case of generator. The physician believes the complaints have nothing to do vns but caused by patients psychological issues. Generator has been turned off. No additional relevant information has been received to date.

Event description:
Additional information received noting that the patient had their vns removed shortly after implant due to being allergic to the titanium.